Manufacturer narrative:
Product analysis: the product was discarded by the customer; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon removal on the delivery catheter system (dcs), the valve was pulled up above the annulus. A second valve was 80% deployed and upon evaluation of the valves, it was determined that the left coronary system would be occluded if the valve was completely deployed in this position. The valve was recaptured and removed from the patient. The procedure was aborted, and the first valve was surgically removed. No adverse patient effects were reported.